Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-may-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the ethernet connection was loose. A field service engineer (fse) shut down the station, replaced the internal battery, replaced the damaged ethernet cable, secured all connections, and rebooted the station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the ethernet connection was loose, and the pyxis required 15 minutes to reboot. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.